Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 25-apr-2019 with the following findings: the keypad was removed and contamination was found under the all the button contacts. The display was dim and pink, and the battery compartment was cracked below and above the bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the display was dim. This report is made based on results of investigation completed on 25-apr-2019.